Event description:
An indwelling foley was found with a ripped area at the site where the emptying spout meets the bag. This is a foley catheter bag from the kit with the foley attached and is a non-temperature sensing, bardex i.c. Complete care device.